Manufacturer narrative:
(B)(6). Result - the customer returned (46) sealed 5mm, 30g autoshield duo samples from lot # 4310342. Thirty out of 46 returned samples were tested and all tested samples were observed to expel properly without any defects. Also, all tested samples were able to activate properly without any observed defects. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4310342. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that when delivering insulin using the suspect device, the patient was left with a "bubble" of insulin on his/her skin, resulting in hyperglycemia. The patients were stabilized with insulin given via syringe. There were no additional adverse affects although the event extended the patient's hospital stay by two days. At the time of report, the patient had recovered.